Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, an inaccuracy occurred during the procedure. Following placement of the first screws, the surgeon switched sides and observed that the awl was difficult to place. The site then brought in the imaging system to confirm the placement of the screw. The site found that the screw was placed down the center of the spinal canal. The site suspected that the reference frame moved, so they took another spin and attempted to reset the screw. The same result occurred, the surgeon elected to abandon the use of the navigation system and imaging system and use a c-arm to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was affected in that they required screw revision.

Manufacturer narrative:
Additional information: a medtronic representative reported that the estimated inaccuracy was less than one centimeter. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.